Manufacturer narrative:
The product was not returned for analysis. The reporter states "the patient couldn¿t tolerate company lens because her prk ablation had been done off center". The root cause for the reported complaint could not be determined. The reporter stated the patient couldn¿t tolerate company lens because her prk ablation had been done off center. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient could not tolerate the lens because the photo-refractive keratectomy ablation had been done off center. The lens was explanted and replaced with a monofocal lens. Additional information has been requested.